Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and uretex (bard) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent laparoscopic hiatal hernia and laparoscopic nissen fundoplication on (B)(6) 2013 due to gastroesophageal reflux disease and hiatal hernia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, incontinence, bladder and yeast infections and pinkish discharge that smells. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to severe pain, pressure on bladder, painful sex, bleeding and discharge. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/11/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
It has been reported that the patient experienced burning sensation upon urination, urinary urgency, urinary tract infections and hematuria. (B)(4).

Event description:
It has been reported that the patient experienced burning sensation upon urination, urinary urgency, urinary tract infections and hematuria.